Event description:
The customer reported via phone call that the insulin pump had ramping numbers during a bolus attempt. The customer attempted to resolve the issue by removing and reinserting the battery, and the issue was followed by a button error alarm. The customer stated that she was not able to use the insulin pump any longer. The customer did not know the blood glucose reading at the time of the alarm, but she reported that she did have a low blood glucose incident. She stated that she had been in the hospital due to high blood glucose from the flu; she advised that the event was unrelated to the insulin pump. The customer did not observe any significant events leading to the alarm or keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She declined answering any question about the hospitalization.

Manufacturer narrative:
The insulin pump passed functional tests, including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The unit had intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up were noted. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, a broken belt clip slot at the battery tube threads area, broken reservoir tube lip, cracked reservoir tube, and missing end cap sticker.